Manufacturer narrative:
Evaluation summary: the event log was reviewed. The event log showed that the profile was manually changed to continuous. Lockout status was changed to programmable before profile was changed to continuous. A functional test was performed. The pump passed the functional testing and did not duplicate the reported issue. The root cause is due to the fact that the profile was manually changed to continuous. The lockout status was changed to programmable before the profile was changed to continuous. When the pump asks for a profile, continuous will be the first profile displayed even if it was not the last profile used. If selected, the pump will default to the last continuous mode infusion that was programmed. Chapter 5 of the sabratek 6060 homerun pump operator's manual provides instructions for setting a pump to a specific profile and locking out un-needed profiles to avoid inadvertent misprogramming.

Event description:
A nurse reported that a 6060 pump that was infusing methadone changed from pca mode to the continuous mode. The primary rn set up the pump in the morning, and the pump was programmed in pca mode. Methadone was ordered at 20mg continuous, concentration of 25mg/1cc and 20 mg every 15 min as a bolus. The lockout maximum was 4 boluses per hour. The IV site was subcutaneous in the right anterior thigh. The nurse gave the 1st bolus at 10 or 11am. When the nurse spoke with the family later, they felt that the boluses were working. The nurse called later that afternoon and the patient wondered at that time if she was indeed getting the boluses. At 445pm, the patient was having a great deal of pain and the primary nurse requested the after hours nurse to go out to the patient's home. The after hours nurse went out to the patient's home and there were questions at that point as to the amount of medication that the patient actually was to receive and what she had actually received. There was no change in patient's status other than she was in a great deal of pain. The after hours nurse witnessed the programming on the pump changed and "looked weird" and no longer had the bolus on it. It was just pca continuous. The primary nurse spoke with the nurse practitioner and explained the situation. The nurse stopped the pump. Because it was unclear how much medication the patient actually received, it was decided to transfer the patient to the hospice facility for monitoring. The patient was reconnected to a second 6060 pump, serial number is unknown, and the infusion was restarted without any problems. The patient passed away. The patient was reported to have expired 5 days later at the hospice facility; however, according to the nurse, "the patient's death did not have anything to do with the pump as the patient was terminal." The patient was not hooked up to the original pump at the time of death.